Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during PICC insertion, the interventional radiologist could not get the guidewire into the svc as it kept tracking up. When adjusting the wire, the guidewire allegedly unravelled.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire could not be verified since the wire was not returned for investigation. One 6 fr d/l powerpicc was the only item returned for investigation. The PICC appeared to be unused. The catheter length had not been modified. The catheter was patent to infusion and no leaks were observed. Since the damaged component was not returned for investigation, the complaint could not be verified and was inconclusive. The product IFU provides cautions to prevent guidewire damage.

Event description:
It was reported that during PICC insertion, the interventional radiologist could not get the guidewire into the svc as it kept tracking up. When adjusting the wire, the guidewire allegedly unravelled.